Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The tips on the legs are cracked and coming off. Per the technician's evaluation, the tips have punctured through the box causing them to be uneven. The item has been scrapped.